Manufacturer narrative:
Method: risk assessment; results: device inspection, device history, complaint history, could not be performed as no device was returned. Conclusion: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided for review.

Event description:
Plaintiff underwent surgery to fuse a portion of his neck on (B)(6) 2012 and was implanted with a metal rod, which allegedly fractured on (B)(6) 2013. Plaintiff underwent a revision surgery on (B)(6) 2013. Suit filed in (B)(6).

Event description:
Plaintiff underwent surgery to fuse a portion of his neck on (B)(6) 2012 and was implanted with a metal rod, which allegedly fractured on (B)(6) 2013. Plaintiff underwent a revision surgery on (B)(6) 2013. Suit filed in (B)(6).